Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "microclave missing on secondary port (needle-free access port). Fluid noted to be leaking during infusion and microclave discovered to be missing. Patient harm: no. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.